Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
11-june-2025: we are moving forward with an education assessment for our staff. All affected product has been pulled from the shelf and I am monitoring for any further occurrence.

Event description:
It was reported that an unknown piv catheter broke during placement. The following information was provided by the initial reporter: upon insertion of 18g IV a small but visible piece of plastic on the tip of the catheter broke off onto the patient's skin, right at the insertion site. It looked like it broke off as it was pushed against her skin for IV insertion. It did not appear to go into the vein. The catheter was immediately removed, shown to and reported to charge rn. Requested a speak up. Patient does not seem to have any issues or concerns and was aware of the situation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.